Manufacturer narrative:
Based on the completed investigation, the cause of the reported malfunction is a defective printed circuit (pc) board and plug unit. The root cause could not be definitively determined. However, the issue is likely attributable to an electrical component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the gastrointestinal videoscope displayed a black image. There was no patient involved.